Event description:
This homecare pt was being fed using a pump. 1134ml of an enteral feeding solution were hung and the pump was set to deliver 150 ml/hr. The entire amount was delivered in 50-55 mins. The pt vomited, then slept most of the day. The pt's physician was notified. Feeding was held for 9 hrs. At that time 480 ml of an enteral feeding solution were hung and the pump was set to deliver 150 ml/hr. The entire amount was delivered in 1-1.5 hrs. There was no illness, injury or med intervention resulting from either event. One pt involved.